Event description:
It was reported that the ventilator started alarming, was buzzing, humming and clicking while the display scrolled through multiple alarm conditions. The displayed ventilator alarms included hw fault, rom err, disc sense, and low pressure. The pt was immediately removed from the ventilator and was bagged until the back-up ventilator was set-up. No reported harm to the pt